Event description:
It was reported to philips that the defibrillator is in need of repair. There was no patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Details provided in an update from the source case indicate that a third party bench service engineer that after testing this device they have been unable to find any issues with it. The only suspicious items we have detected are some failure messages in the error log during the op check, caused by incorrect user operation during the testing (not pressing buttons or selecting rotary knob positions when prompted during opcheck).the bench performed a successful operations check, and the device was successfully returned to service.